Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 20.5 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and broken force sensor error alarm was found in the formatted history file due to corroded electronic assembly. Moisture damage was also found on the motor and the force sensor during our visual inspection. No moisture damage was found on the keypad assembly. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image alarm. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, serial number label fading, serial number label stained, pillowing keypad overlay, minor scratched lcd window and missing the end cap address label.